Event description:
On (B)(6) 2007, pt got a functional impression by dental assistant on the upper jaw with an individually formed impression tray. The impression tray was covered with p2 adhesive and filled with low viscosity impression material, xantopren vl plus which had been mixed with activator universal. The pt has an extraordinarily high pitched roof-shaped, roof of the mouth. The dental assistant detached excessive material from the impression using the speculum and removed from the mouth. The pt had a strong faucial reflex and swallowed impression material which went unnoticed. On (B)(6), the pt suffered from dyspepsia, stomach pain and vomiting spasms. The pt's health status deteriorated on (B)(6). On (B)(6), pain became unendurable and the pt was delivered to the intensive care unit of the hospital, (B)(6) and immediate "emergency surgery" was conducted due to ileus. Diagnosis was "acute abdomen with penetrating peritonitis and ileus of the small intestine caused by mechanical occlusion of the jejunum." A 6x3 cm long tubular piece of impression material was removed from the small intestine in three coherent pieces. Stay in hospital was from (B)(6) to (B)(6). For the wound has still been weeping, the pt has been at a surgeon since then for further treatment (rinsing the wound) and follow up examinations.

Manufacturer narrative:
This report is being submitted as a result of corrective measure to FDA finding.